Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on the bd microlance¿ 3 needle before use during the "hotlab preparations". The needle was reportedly removed from the packaging "no more than five minutes" prior and placed in the "laf" cabinet. As reported by the customer, translated from dutch to english, "customer reported that they found a needle with a white substance in their hotlab preparations. This needle had been taken out of the individual packaging no more than five minutes before and placed in the laf cabinet and not yet used. The needle may come from lot 1802 10 or lot 1712 18. The needle is available for investigation."

Event description:
It was reported that white foreign matter was found on the bd microlance¿ 3 needle before use during the "hotlab preparations". The needle was reportedly removed from the packaging "no more than five minutes" prior and placed in the "laf" cabinet. As reported by the customer, translated from dutch to english, "customer reported that they found a needle with a white substance in their hotlab preparations. This needle had been taken out of the individual packaging no more than five minutes before and placed in the laf cabinet and not yet used. See the attached pictures for clarification. The needle may come from lot 1802 10 or lot 1712 18. The needle is available for investigation."

Manufacturer narrative:
Investigation: (B)(4): bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. 171218: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. No ncmr's. There was one rejection noted related to shiel flashes which would not affect the reported issue. Bd has been provided with one opened sample and two empty opened unit pack of lot (B)(4) and lot 180210. Visual inspection confirmed some white spots on the top of cannula surface which consisted on epoxy (glue used to join cannula into hub). Based on above results, bd determined the foreign matter detected by the customer are epoxy spots (adhesive used to join metal part with needle plastic part - hub). Based on our experience, this issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some temporary stoppage in the process or any readjustment of the epoxy dosage machine. As a consequence, higher quantity of epoxy was added to and felt down to next cannula (the reported one) resulting in the observed issue.